Event description:
An attempt was made to treat a lesion between the left main and diagonal branch using a resolute onyx drug eluting stent. It is reported that the patient's diagonal vessel was larger than the lad vessel and lesion morphology was moderate tortuosity and moderate calcification. The resolute onyx device was removed from packaging, inspected and negative prep performed with no issues noted. Resistance was encountered when advancing the device but excessive force was not used. The resolute onyx device was implanted in the lad vessel but during the attempt to mini crush the stent using non-medtronic semi compliant and non-medtronic non-compliant balloons the balloons burst due to either a strut lift of the stent or calcium present. An nc euphora balloon was able to cross the implanted resolute onyx stent and another resolute onyx (3.00 x 38 mm) stent was also delivered into the diagonal with a good result. No reported patient complications or other clinical sequelae. Please note that this device (resolute onyx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined); inherent risk of procedure ¿ (stent deformation); no results available since no evaluation performed - (device or procedural images not provided for review); (none) ¿ device not returned for evaluation. Conclusions: (root cause could not be determined); inherent risk of procedure ¿ (stent deformation); device not returned - (device not returned for evaluation); unable to confirm complaint - (device not provided for review); conclusion not yet available - (evaluation in progress, cines to be reviewed). (B)(4).

Manufacturer narrative:
Results related to operational context ¿ the stent appears to have been deformed during the procedure; failure to follow instructions- (IFU states not to exceed balloon rated burst pressure). Conclusions: related to operational context ¿ the stent appears to have been deformed during the procedure. Failure to follow instructions- (IFU states not to exceed balloon rated burst pressure).

Event description:
Image review: the vessel diameter of the lad in male patients is rarely, if ever smaller than 3.0mm. Therefore deployment of a 2.0 resolute onyx stent with 20atms of inflation in the lad suggests that the stent may have been mis-sized in the vessel. Suggesting that the stent, although deployed in the vessel, may not have been adequately sized and has struts most likely sticking into the flow field of inner lumen of the vessel. When the physician brings the balloon into the lad for kissing balloon post dilatation the mis-aligned stent struts impinge on the balloon as it is inflated resulting in damage and balloon burst. The root cause of the balloon burst in this case suggests that the operational context of the device by the user resulted in procedural difficulties. There is no evidence of resolute onyx device malfunction from the information provided in the images.